Event description:
The pt lost weight and was experiencing leg numbness. The pt stated that it felt like "stim is pushing down on nerves". The pt saw his physician and they thought it might be a spasm; reprogramming was done. It was later reported that the pt had surgery in 2009 to fix an unspecified problem with the device system. The pt was no longer having problems with his system.